Manufacturer narrative:
1/23/1998-supplemental #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke. The surgeon applied another product without pt injury.